Event description:
The facility reported that the pt was being hoisted above the bed when a loud bang was heard. The pt dropped onto the bed and was covered with a white powered dust, which came from inside the cassette casing. The cassette strap, hanger bar and sling were all intact. The loud noise came from within the cassette. No injuries were reported. (B) (4).